Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for low blood glucose (bg) levels. The patient had a pdm and/or pod error mid bolus on sunday. The pdm made long error tone then asked patient to change the pod. It said that only 0.40 of 6 unit bolus was delivered. Patient then placed the new pod and bolused what was not given previously. The patient went from 236 mg/dl to 43 mg/dl in a short period of time, treated several times and could not raise blood sugar so patient went to the emergency room. The alarm occurred during a bolus. Patient's treatment included dextrose drip for an hour as bg took a while to come up to normal.